Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the updated investigation and correction to the initial report. Updated fields: h2, h4, h11 corrected fields: e1, g4, h3, h6 based on the results of the investigation, it is likely that due to corrosion on endoscope connector, incompatible scope error e315 occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a scope connection error occurred. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: it was presumed that this event occurred because the scope connector became waterlogged, causing electrical communication to become unstable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.